Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a arterio-venous graft(avg) in the moderately calcified and moderately tortuous forearm. A 7.0 x 100, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the 1st inflation at 18 atmospheres for 60 seconds, the balloon ruptured. No segment of the device was detached inside the patient and the device was removed from the patient. The procedure was completed with 7.0 x 100mm mustang¿ balloon catheter. No patient complications were reported and the patients' status was good.